Event description:
It was reported that the patient's communicator showed a red call doctor icon alert which indicates a potential charge in the patient's implanted device that was not transmitted. Technical services guided the patient with troubleshooting, but the issue could not be resolved, and a call adapter was sent to the patient. Further information was received indicating that there have not been recent remote transmissions. However, there were 2 previous red alerts in the last months due to sudden spikes of high pacing impedance out-of -range suggesting spring contact issues. Attempts to obtain additional information were unsuccessful, no further details were known. This rv lead remains in service and no adverse patient effects were recorded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).